Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.